Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect removal.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty (pta) procedure with an 8f sheath. Reportedly, after lifting the lever, the plunger was unable to be depressed. The lever was also unable to be returned to the original position. The only solution was to remove the device, which tore the inner wall of the artery. Surgical intervention was used to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported foot separation was confirmed. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported mechanical jam with the plunger could not be confirmed as the plunger was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of tissue injury is listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of vessel closure devices. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, interaction with the calcification likely contributed to the observed surfing of the foot and displacing it outside of the guide when the lever was actuated in an attempt to close the foot during step #4. Displacement of the foot prevented the foot from retracting back into the guide contributing to the reported difficulty removing the device from the anatomy. Subsequent manipulation to remove the device in this condition likely, contributed to the reported foot separation and subsequent vessel damage. Additionally, it may be possible that interaction with the patient calcification contributed to the reported mechanical jam with the plunger. However, without the plunger returned for analysis, this cannot be conclusively determined. The reported patient effect of tissue injury is a known inherent risk of the procedure. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received:a foot separation occurred during device removal, which contributed to the previously reported tear in the inner wall of the artery. A puncture was made above the artery to remove the separated foot, and a covered stent was implanted at the level of the artery leakage.